Event description:
A supplies manager reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. There was no reported harm, intervention or adverse event for the patient. Additional data and sample status were requested but no details were provided. A sample dialyzer has not been received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.